Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies and are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as reuse of dianeal bags and touch contamination. It was not reported if the patient was hospitalized for the peritonitis. Two days after event onset, the patient was treated with intraperitoneal vancomycin (2 gram twice a week for 30 days) for the peritonitis event. Pd therapy was ongoing. Thirty-two days after event onset, the patient was recovered from the peritonitis. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.